Manufacturer narrative:
(B)(4). The incident generator has been received and is under eval. When the unit eval is complete, a f/u report will be submitted.

Event description:
The customer reported that some surgeons have suffered burns when using the electrosurgical pencil. The burns occurred on their palms and phalanges, and occurred when using non-covidien gloves which were described as thinner and more fragile gloves that tend to break. The burns were described as black spots from the surgeon's melting glove. Also, there was redness and blistering on the phalanges, and deeper (2mm) burns on the palms. The burns were treated with povidone iodine and topical burn ointments. The site considers the gloves they used to be the problem and they plan to go back to using better quality gel gloves.